Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. No adverse patient impact was reported.

Manufacturer narrative:
The received device had the needle mechanism deployed. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire. The download data also showed that the pod generated an 0x33 alarm. The pod was reset and rerun and completed a 5u bolus without any abnormalities; the device did not alarm. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.